Event description:
It was reported that the device factory resets on power up. No patient injury reported.

Manufacturer narrative:
The product was returned for evaluation. Visual and functional testing were performed. The keypad and labels were all intact and the physical condition of the device was good. The reported problem was not duplicated. However, further investigation showed sign of fluid ingression on pump; cause unknown. A recommendation was made to replace the microprocessor board as preventive measure. A device history record (DHR) review was conducted and no problems or issues were identified during evaluation.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08632 is no longer considered reportable, please disregard any MDR reports associated with it.